Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The procedure was aborted, and the patient was moved to another room. The customer did not share patient outcome nor clarified if the patient required additional medical intervention/treatment. A philips field service engineer (fse) visited the site and confirmed the reported issue. The fse replaced the image processing (ip)-pc and the hard disk drives (hdd). After the replacement of the ip-pc and hdd¿s, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.

Event description:
It has been reported to philips that the allura xper fd20 system stopped working during use and put the patient at risk. It was later alleged that the patient needed to be moved during a complex procedure. Philips has started an investigation of the complaint.